Event description:
On (B)(6) 2011, during sps small surgery, the surgeon did not notice the sterilization time limit of the screw exceed it and used the screws. The sterilization time limit of screw was (B)(6) 2011. The surgeon requested the risk analysis of infection. And requested the reason to set the sterilization time limit to five years.

Manufacturer narrative:
Device remains implanted. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.